Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was not holding the blade correctly was not confirmed. Therefore, an assignable root cause for the reported condition of cannot secure/lock cutter was not determined. However, during evaluation, it was determined that the device had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause was determined to be traced to the environment, which is environmental conditions. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had corrosion/rusting/pitting, worn swing fork, a sticky trigger, moving parts did not move smoothly-trigger, would not run, would not oscillate and contact damage. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the device was not holding the blade correctly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.